Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 328 mg/dl. The caller stated that the customer did not observe symptoms of high blood glucose and treated using the insulin pump. However, the caller stated that after treatment, the blood glucose has not lowered. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. No leak was found. The caller noted that the time setting was an hour behind; advised that high blood glucose can occur from this due to basals being off. Unable to complete troubleshooting due to lack of tubing clamp. Advised the customer to change the entire infusion set and reservoir. Nothing further reported.